Event description:
Customer reported she was hospitalized for high blood glucose. Customer states she was unable to lower her blood glucose with boluses from insulin pump. She also stated the cannula was bent when it was removed. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as the product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.